Event description:
It was reported that the patient experienced a loss of stimulation. Review of impedances indicated repeating impedances of 1442ohms with <15ua. The implantable neurostimulator (ins) was replaced. Following replacement there were no problems.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.